Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced severe pain, and burning sensation at their implant site and having a red light on their remote control. The patient turned off their device. The patient was prescribed pain medication, but it did not work. There were high (open) impedances. The patient had their neurostimulator and tined lead revised on (B)(6) 2025. The old devices were discarded. The patient is doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for updates to the field h6: impact codes, h6: evaluation method codes, h6: evaluation result codes, and h6: evaluation conclusion codes.

Event description:
It was reported the patient experienced severe pain, and burning sensation at their implant site and having a red light on their remote control. The patient turned off their device. The patient was prescribed pain medication, but it did not work. There were high (open) impedances. The patient had their neurostimulator and tined lead revised on (B)(6) 2025. The old devices were discarded. The patient is doing well.